Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the f/u performed on (B)(6) 2011, the mode switch duration displayed in the statistics in the diagnosis section showed 1min 22sec; whereas no mode switch episode was recorded in the stored egm.